Manufacturer narrative:
The customer determined that the companion 2 driver was not seated properly in the companion driver caddy at the time of the reported issue. After the customer correctly inserted the driver into the caddy, the driver passed several system checks and performed as intended. The customer is satisfied with the performance of the driver is not returning it to syncardia for evaluation. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia authorized distributor, reported that the companion 2 driver did not pass the system check procedure.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia authorized distributor, reported that the companion 2 driver did not pass the system check procedure.